Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 1226348-2016-00148. (B)(4). Concomitant medical products: stryker coils target nano - 3 coils, penumbra helical extrasoft coils - 2 coils, penumbra benchmark 6 fr guiding catheter, stryker 90 degree sl-10 1.7 fr guiding catheter, prowler select plus 2.8 fr microcatheter (606s255fx/17508749) a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Vasospasm is a known potential adverse event associated with the use of the enterprise vrd device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that procedural issues and vessel/target lesion anatomy may have contributed to the reported event. No further action is required at this time.

Event description:
As reported by (B)(6) study, subject 11-030 underwent stent assisted coil embolization on (B)(6) 2016. Pre-treatment angiography revealed an anterior circulation aneurysm on right sidewall of the superior hypophyseal artery. The aneurysm was saccular in shape with the following dimensions: dome height 2.9 mm, dome width 2.7 mm, neck width 2.2 mm and dome to neck ratio of 1.3. The internal diameter of the parent vessel distal to the aneurysm was 3.3 mm. One enterprise 2 stent's (enf403012/10665774) position was reported to be not optimal and therefore was removed from the patient. Jailing technique was used during the procedure and no coils were placed in the aneurysm before the enterprise 2 stent (enf403012/10665774) was placed, the stent advanced and deployed as desired and there were no attempts to recapture the stent. Total of five competitor's coils were placed in the aneurysm. Prowler select plus (606s255fx/17508749) microcatheter was used for the stent placement. There were no intraoperative adverse events. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent and the aneurysm was occluded 90-99%. Raymond class assessment was 3; residual aneurysm. The aneurysm dimensions: dome height 2.9 mm, dome width 2.7 mm, neck width 2.2 mm and dome to neck ratio of 1.3. There was no evidence of stenosis or thrombosis; there was no reduction in flow in the parent artery and no movement of stent was seen. Patient was discharged on (B)(6) 2016. The enterprise2 stent remains implanted. On (B)(6) 2016 vasospasm was reported. Date of onset for the symptoms was (B)(6) 2016. The anticipated event was new, mild in severity and not a serious adverse event. The event was definitely related to the study procedure and to the other devices used. The event was not related to the codman study device and to the underlying disease state. Verapamil was provided and the event resolved without any residual effects on (B)(6) 2016. The study device remains implanted. The study ended on (B)(6) 2016 due to patient death.